Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the reportable event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, c-cover had foreign objects was observed. The regional repair center indicated that the most likely cause of the c-cover had foreign objects was due to clogged nozzle. There was no patient involvement.